Event description:
The customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The customer's investigation is ongoing. A follow-up report will be submitted when the customer's investigation is complete.

Manufacturer narrative:
Additional information was received on 12 may 2023 and section h11 should be reported as: the customer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The customer has alleged visualization of black foam particulate in the humidifier of the device. There was no report of harm or injury. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, secondary findings was observed, and complaint was not confirmed. There was no error codes found. The device was scrapped. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d, g and h updated in this report.